Event description:
On 5/10/94 an incident occurred involving the use of a glidewire while placing a central intravenous line. An entry needle was used to gain access. Resistaance was encountered while advancing the glidewire. The physician pulled the wire back through the entry needle and noted coating and sheared off the wire. Fluoroscopy revealed the segment of coating had migrated to the pt's heart. The pt was transsferred to another hospital for retreival of the coating. The coating was sucessfully retreived from the pulmonaary artery via the central line. The pt did experience arrthythmias during the period of time prior to retreival, however, no complications ensued.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.